Event description:
It was reported that when using the bd pyxis¿ medstation¿ es upon logging into the station, the user was unable to see patients. The user also mentioned that only user preferences and maintenance options were visible. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that user unable to view the patient. A technical support specialist (tss) worked with customer regarding an issue accessing patient lists in pyxis. Customer was able to log in but could not view patients. It was determined that a change was made to the account, which removed both the role and area assignments, eliminating his access to patient accounts. Since customer was still able to log in and ad account was active, the change did not appear to be related to termination. The customer was able to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.